Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, 90% stenosed, de novo, brachiocephalic arteriovenous (av) fistula, the 7 x 40 mm armada 35 balloon was inflated once to 15 atmosphere (atm), but could not fully open the lesion and a waste was noted. A non-abbott balloon was used to fully open the lesion. The final patient outcome was good. There was no reported adverse patient effects or a clinically significant delay in the procedure. No additional information was provided.